Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. There was no reported impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer changed the cartridge to resolve the issue.